Event description:
During leep [loop electrosurgical excision procedure] procedure, the physician stated that the wire on the loop electrode had broken off inside of the patient's cervix while it was being used. Specimen was retrieved with the wire inside and sent to pathology. There was nothing retained in the patient, the piece was sent with the specimen to pathology.